Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that enter button was not working. Customer¿s blood glucose was unknown. Customer states that numbers are ramping on their own. Customer states the scroll bar is not moving with no input. Insulin pump will not be returned for analysis.